Manufacturer narrative:
Unknown taper. The device will not be returned for analysis, as it remains implanted. The reporter of the event was asked to indicate the serial number and catalog of the device, the reporter stated they are unknown. Without the device or further device information, the connecter type associated with this event cannot be determined. This complaint was reported by the patient. Further information regarding the event description, diagnostic testing, and device information has been requested of the patient's physicians. To date, apollo has been unable to confirm the event with the physicians or received additional information. Device labeling addresses the reported event as follows: contraindications: the lap-band system is contraindicated in patients with severe cardiopulmonary diseases or other serious organic disease which may make them poor surgical candidates. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...cardiospasm, chest pain. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had the lap-band system placed 10 years ago, and reported that about 5 or 6 years ago they began experiencing chest pains, and were in and out of hospital thinking they were having a heart attack. The patient reported that multiple physicians have told them they need the band removed. To date, no intervention has been performed or scheduled, and the device remains implanted.